Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the implantable neurostimulator (ins) battery hadn¿t been charged and was ¿totally down¿ because the patient had neglected to charge the ins and it wasn¿t working. The patient was not able to start an ins charging session and hadn¿t been able to charge for probably a couple of weeks. It was noted when the device was charged and working it helped her pain but it took her six to seven hours to recharge which had always been like this. It was noted the patient wasn¿t real happy with it and would rather have a non-rechargeable device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.